Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient first experienced sepsis on 2017 (B)(6) and was hospitalized from 2017 (B)(6) to 2017 (B)(6). The sepsis did not come as a result of the medtronic implant. The sepsis came almost immediately after an office procedure by a urologist. It was noted the patient experienced fever, severe tiredness, sleeping for 20 hours a day, and severe aches within 12 hours after the procedure performed by the urologist. The patient was examined by the doctor and was sent to the hospital to be admitted through the emergency room. The patient was tested numerous times and administrated antibiotics. The patient took the antibiotics for 12 days after leaving the hospital and the issue resolved. The patient's weight was noted as anywhere from (B)(6) lbs. The patient did not feel like the sepsis was the result of the neuromodulation device. The urologist did a prostate exam using a scope. Later that day the patient began to feel tired and was very weak. The patient was not given antibiotics be fore the procedure. Within 12 hours the patient felt like they had the flu. By the next day the patient began sleeping 20 hours a day or more. It was noted the patient had no vomiting or diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable infusion pump. The indication for use was noted as spinal pain. It was noted the patient was hospitalized due to sepsis. It was mentioned the patient was allergic to penicillin. The troubleshooting, symptoms, and outcome were unknown.